Event description:
It is reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer also reported that the insulin pump might have been exposed to heat, moisture and sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. No moisture damage was noted on the electronic or motor assembly.